Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. During the index procedure an aortic cuff was implanted in the patient on the proximal side of another manufacturer&#38112;device. During the procedure and while the backend wheel was turned, there was insufficient deployment; therefore, the physician completed deployment by disassembling the back end wheel. The physician noted that pushing was carried out during the procedure and that might have contributed due to the force applied. The procedure was completed successfully with no injuries to the patient. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Product analysis results are: the exact cause of the insufficient deployment of the stent graft after rotating the backend wheel could not be conclusively determined from the films provided. The delivery system was not returned for analysis. The films provided showed that the endurant cuff was implanted to treat type ia endoleak from another manufacturer's stent graft. After deploying the cuff, the tapered tip was advanced ~ 8mm from the spindle and the suprarenal stent appears to be clear of the spindle; however, the aortic cuff did not appear to have fully expand after deployment. The cuff was ballooned. Contrast injection after ballooning showed that the type ia from another manufacturer appears to have resolved. It is possible that the pushing done by the physician during implant of the cuff may be contributed to the event. The patient has a highly angulated aortic neck measured ~125 deg l-r to the mid aaa. Implanting the aortic cuff in a highly angulated aortic neck (off-label) may have contributed to the event. Aortic neck angulation.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.